Manufacturer narrative:
(B)(4). The customer replaced the mixer and the ventilator has been returned to use. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. Covidien was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use the ht70 ventilator generated an abnormal noise when the fraction of inspired oxygen (fio2) was set to 100%. The device continued ventilating. The patient was transferred to another ventilator. There was no patient harm/injury reported as a result of this event.

Event description:
The oxygen mixer was returned and the customer reported issue was verified. The mixer was installed on a test unit. The unit was adjusted to standard settings. Vibration from within the mixer was heard only after it was set passed 50%. The root cause of the volume measurement could not be determined and there were no other anomalies observed.